Event description:
The customer states that they got error code 1113 (invalid test results, read value) while running one patient sample on the axsym digoxin iii assay. There was no impact to the patient's management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.